Event description:
It was reported that balloon rupture occurred. A 2.50mm x 8mm nc emerge balloon catheter was advanced for pre-dilation and post dilation. However, during post-dilation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.